Event description:
Customer reported the unit has a ma sensor error problem. No patient injury was reported.

Manufacturer narrative:
The ge service rep repaired the unit when the parts arrived. He replaced the generator backplane and generator driver pcb to backplane flat cable, tested unit and is now working as per ge/oec specs, free of error. If problem persist, further troubleshooting will be necessary to repair unit. Unfourtunally problem is intermittent, and can only be seen on error log, but unable to duplicate while working on unit.